Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. It was reported that the patient had increased pain in their back. No contributing factors were reported. The rep did a routine check, and electrodes 0 and 3 had impedances over 10,000 ohms. The rep reprogrammed around those electrodes, and was able to get good coverage for the patient¿s painful area. The issue was resolved at the time of the report. No further complications were reported.